Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the clip that holds the inner cannula into the tracheostomy tube broke. The tube completely separated from the flange. Patient is on a long term vent unit and is chronically vented, and needed to have a replacement of the device immediately to replace broken one.